Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, installed the software and hard disk. After replacement of the flexvision pc, installation of the software and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Event description:
It was reported to philips that the allura device would not boot up, as the start up countdown got stuck at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, two hard disks and installed the software. After replacement of the flexvision pc, two hard disks and installation of the software, the system was returned to use in good working order.